Manufacturer narrative:
(B)(4). The customer requested assistance in determining if someone had silenced alarms for a pt death that occurred over 2 months ago. The customer did not allege a device malfunction. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer requested assistance in determining if someone had silenced alarms for a pt death that occurred over 2 months ago. The customer did not allege a device malfunction.